Manufacturer narrative:
Block b3: exact date unknown, event occurred two months ago prior to the date the manufacturer became aware.

Event description:
It was reported that the patients implantable pulse generator (ipg) has reach end of life (eol). The patient underwent an ipg replacement procedure wherein a rechargeable ipg was implanted. The patient was doing well postoperatively. The explanted device will not be returned due to facility policy.